Manufacturer narrative:
This follow-up MDR is created to document the clarification of implant/explant dates, additional patient date of birth, and the additional event information received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information indicated that the patient also experienced pain (dysuria), infection, urge incontinence, bleeding, recurrent prolapse, and dyspareunia. Additional information from medical records clarified the following dates: implant of mesh on (B)(6) 2013, partial removal of mesh on (B)(6) 2017, removal of mesh on (B)(6) 2019.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This follow-up MDR is created to document the additional event information received for record#: (B)(4) to coloplast though not verified, on (B)(6) 2019: urine culture results escherichia coli and enterococcus faecalis. On (B)(6) 2019: urine culture result enterococcus faecalis. On (B)(6) 2020: vaginal vault prolapse. Urinary frequency, incomplete bladder emptying, nocturia, urge incontinence, vaginal pressure and bulge at entrance of vagina x 6 months.

Manufacturer narrative:
This follow up MDR is created to document the device information/lot review and additional event information. Patient code 3191 selected for "palpable firmness around vaginal cuff", "nocturia", "difficulty fully emptying bowels", "vaginal cuff atrophy" the lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information reported to coloplast though not verified, indicated recurrent uti's, urinary hesitancy, lower back pain, vaginal atrophy, uui, palpable firmness around vaginal cuff, bladder discomfort for several years, occasional discomfort in anterior pelvis, nocturia, difficulty fully emptying bowels, continued lower back pain, ongoing yellow/green vaginal discharge without odor, non-compliance with using vaginal estrace cream, vaginal cuff atrophy with yellow discharge, dysuria, uti symptoms, claimant feels there might be a mesh problem. (B)(6) 2017 - persistent worsening postoperative vaginal bleeding/discharge x 1 year potential restorelle at vaginal apex, examination difficult to delineate, pain after silver nitrate application, continued persistent worsening vaginal bleeding with thick yellow discharge now with odor, claimant voiced frustration. (B)(6) 2017 - intraoperative finding: 1 cm band of restorelle m/mpathy exposure at left vaginal apex.

Manufacturer narrative:
This follow-up MDR is created to correct the product information reported: the product information for the device was not available at the time of the complaint. Therefore, the item number entered was used only to record the product type, but may not reflect the correct size.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated exposed mesh at the vaginal apex.